Manufacturer narrative:
Insulin pump received compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistance (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. However, insulin pump passed rewind test and displacement test. Insulin pump had cracked lcd window, cracked case at display window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Blood glucose level was 204 mg/dl at the time of the incident. The customer reported that the insulin pump was dropped and got a crack on the screen. Troubleshooting was provided. The insulin pump will be returned for analysis.